Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that his son experienced low blood glucose. The customer's father also reported a delivery anomaly. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer's father stated that they treated his son's low blood glucose with food. The customer's father stated that the insulin pump was recording the bolus that was not manually entered. The customer also mentioned receiving a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days and no unexpected bolus delivery noted. Unit received with normal operating currents. No unexpected battery out limit alarm noted. The bolus wizard functioned properly per specifications. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.